Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3.

Event description:
It was reported that this patient underwent an initial tsa (total shoulder arthroplasty). Subsequently, the patient developed poly wear then developed infection due to a biopsy. As a result, the surgeon revised everything and a cement spacer was placed 6.5 years post operation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 08011017016 a10012 - gps implant kit v2, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the humeral liner appears to have notable wear on the superior rim of the articular surface. This wear could be consistent with impingement between the liner and the superior aspect of the glenoid. It is also possible that there was intra-articular force on the superior rim. In addition, the articular surface of the liner appears to be slightly discolored and roughened, which could be consistent with the impact of an infection. The infection also could have exacerbated the abrasive wear seen on the superior portion of the device. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, infection, and/or inclusion of the polyethylene component in the packaging recall. However, the infection cannot be confirmed and potential contributions from user or patient-related considerations cannot be determined as the device was not returned for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.